Event description:
It was reported that there was a suspected pocket infection and as a result the pump was explanted. The pump was not returned as it was discarded by the customer. The drug being infused by the pump was unknown. No outcome was reported for this event. Follow up was being conducted to obtain additional information but it was not yet available at the time of this report. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: catheter. Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: catheter; product ID 8835, serial# (B)(4), product type: programmer, patient. (B)(4).